Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
Weight-race:unk work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.5/1.5/112 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023, the lens was exchanged due to refractive surprise. The problem was resolved. Cause of the event is unknown with the device not performing as intended.